Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument associated with this complaint and completed its investigation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken yaw pulley at the distal end. The yaw pulley was missing a 0.096 x 0.155 piece. This allowed the grip to move within the pulley and have a larger range of motion in the yaw. The known common cause of a broken yaw pulley is due to mishandling/misuse. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. This complaint is reportable based on the following conclusion: it was alleged that a fragment had fallen inside the patient and it is unknown if the fragment was retained in the patient. However, failure analysis determined that the damage to the instrument was due to mishandling/misuse and not due to a malfunction of the instrument. At this time, the location of the instrument fragment is unknown.

Event description:
It was reported that during central processing, missing rubber on the tip of the fenestrated bipolar forceps instrument was noted. It was also indicated that a fragment had fallen in the patient and it is unknown if the fragment was retained in the patient. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to reach the customer to obtain additional information regarding the reported event. However, no additional information has been received as of date of this report.